Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 6372 serial number/date code unknown has an unknown age. This model is a kit for bariatric walkers. User manuals are provided for all bariatric walkers. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that the rear glide tip on wheel is broken. Plastic insert device allegedly came loose from the leg. No injury alleged.